Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition 3cmos camera head had water infiltration and reduced image visibility. It is unknown when the issue occurred. There were no reports of patient harm.

Event description:
The issue identified during the preparation for use. The procedure was completed with another device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and customer's malfunction was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: water infiltration, recover head cover is deformed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that reduced visibility occurred due to internal flooding caused by damaged rear cover. The event can be prevented by following the instructions for use which state: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.